Event description:
A subject enrolled in a clinical study underwent uncomplicated cataract surgery and hydrus microstent implantation on (B)(6) 2022. The microstent was implanted on the 3rd attempt and the device was visually confirmed as properly positioned at the end of the case. At pow1 on (B)(6) 2022, bcva was 20/46 and unmedicated iop was 6.5mmhg. No cells, flare, or hyphema were present. Gonioscopy findings included shaffer grade 2-3. A choroidal effusion was diagnosed, and treatment was initiated with cyclopentolate eyedrops and oral steroids. At pom1 on (B)(6) 2022, bcva was 20/20 and unmedicated iop was 13.5mmhg. Fundus examination was normal, cyclopentolate and steroids were discontinued, and the surgeon reported the event resolved without sequelae.

Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. The device history records were reviewed for this manufacturing lot and all released product met specification. Choroidal effusion is listed in the device labeling as a potential adverse event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, peripheral anterior synechiae related to the hydrus procedure and/or device. The peripheral anterior synechiae and device obstruction were reported, however, the surgeon noted the iop continues to be well controlled and the subject remains unmedicated. These gonioscopy findings are not associated with clinical sequelae at this time. The subject underwent uncomplicated cataract surgery and hydrus microstent implantation. At pot operation day 1, unmedicated iop was 7mmhg. At pot operation week 1, unmedicated iop was 6.5mmhg. Gonioscopy findings included shaffer grade 2-3. At pot operation month 1, unmedicated iop was 13.5mmhg. Gonioscopy was reported as grade 4 shaffer in all quadrants. At pot operation month 3, unmedicated iop was 12mmhg. Gonioscopy findings included grade 4 shaffer and 2 focal peripheral anterior synechiae present at the 3:30-4:00 position and 6:00-6:30 position. At pot operation month 6 unmedicated iop was 10mmhg. Gonioscopy was stable and iris obstruction of the device inlet was also reported. The investigator reported the iop continues to be well controlled without medication.

Manufacturer narrative:
The sample was not returned by the customer for evaluation and no device issues were reported by the surgeon. The investigator stated that the choroidal effusion was related to the procedure but did not allege any device issues and proper position of the implant was confirmed at the end of the case. Therefore, the device was not the likely cause of the choroidal effusion. Peripheral anterior synechiae (pas) with partial device obstruction reported at 3-months is a known potential side effect with the company microstent that was observed during clinical studies. The iop (intraocular pressure) is well controlled, therefore the pas and device obstruction is a gonioscopic finding only and is not an adverse event. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that an iris-device adhesion was noted with partial obstruction of the inlet by iris tissue. The surgeon noted that the iop was still well-controlled at 10mmhg (unmedicated). A choroidal effusion which resolved without sequelae.